Manufacturer narrative:
Reporter institution phone number: (B)(6). Reporter phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the esv alarm had not sounded at the central station for the room ch566 at 07:07:11 pm on (B)(6) 2022. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
During investigation it was determined that this report was reported under the incorrect product and registration number. Please refer to 9610816-2022-00439 for complete report.